Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left knee was revised due to instability. A size 4 universal baseplate, 15 x 100 mm stem, and 4 x 9 mm ts insert were removed. Rep confirmed that no further information would be released by the hospital or surgeon.